Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided, however, the event reportedly occurred in the special care nurse, therefore the it is presumed to be an infant.

Event description:
The customer reported that the maxzero tri-fuse tubing set occludes during a lipid infusion while in use in the special care nursery. The rn has to "break the line" in order to continue the infusion. The customer further stated that there were no adverse effects caused to the patient from the event.